Manufacturer narrative:
B5 section

Event description:
Additional information was received confirming patient involvement. The customer reported that different tubing was provided for use in an attempt to reduce the presence of air bubbles. Despite following the provided instructions on how to properly prime the tubing, a significant amount of air bubbles continued to be observed. The air bubble issue occurred with the same patient who was receiving heparin.

Event description:
The event involved an unspecified tubing set where it was reported that the tubing had air bubbles. Even after priming the tubing, it would still have a large number of bubbles. There was patient involvement, but no harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6). D4 UDI unknown due to no list or lot number provided.